Event description:
While preparing the model 3100a for use on a pt, the operator could not get it to pass the pt circuit calibration. The problem was connected by the operator and the pt was treated without compromise.